Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). No revision surgery is scheduled at this time (possibly in (B)(6)). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 4.0mm cancellous bone screws broke post op. The patient reported that he has had some pain, went in for an x-ray on an unknown date. It was discovered that both screws were broken, one (1) in the right foot big toe and the other one (1) in the left foot big toe. The original implant dates were (B)(6) 2015 for the right foot and (B)(6) 2015 for the left foot. The patient is reported to have had claw toes; no revision surgery is scheduled at this time (possibly in (B)(6)). Concomitant devices reported: k-wire( part# 292.56, lot# unknown, quantity 4) 2.0mm screws (part # 201.814, lot# unknown, quantity 3) 2.0mm screw(part# 201.816, lot# unknown, quantity 1). This report is 1 of 2 for (B)(4).